Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer discovered the front of the vessel sealer extend (vse) instrument (wrist part where the jaw rotates, and the exposed wire) was melted. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with an energy instrument during the procedure. Arcing was not observed during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend instrument for failure analysis investigation. The instrument was analyzed, and the visual inspection did not reveal any damage. Passed electrical continuity tests. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the cut and seal test on 2 of 2 attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.